Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2jz3d); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were in the office last week, and they made an adjustment to try to help them until the surgery, but it could take up to a month before they could have surgery. Pt said at the appointment an x-ray was done and we were told it has moved and the leads have moved. Pt said they were calling today for assistance to use their equipment to try to resolve severe pelvic floor pain that started after the adjustment, and in the last few days, it seemed like it was getting increasingly worse. They have not slept the last two nights, and they are in a lot of pain. I worked with the patient to use their equipment to synch with their implant, and the patient was successful in turning therapy off. Pss asked the patient if they noticed any improvement in the pain after therapy was turned off, and the patient said they didn't know at all. At the moment, the pain was better, but the more severe part comes and goes, and relief happens right after they tinkle. Pt said the pain is better when they empty their bladder, which helps for a few minutes, and then the pain comes back. Pt said they had just tinkled a few minutes ago. The patient was redirected to their healthcare provider to further address the issue.